Manufacturer narrative:
The root cause of the emptying of the fill polymer syringe (fluid leak), indicative of a potential intravascular leak of fill polymer, and subsequent patient hypotension could not be definitively determined; however, a potential cause for this type of event is likely related to a potential compromise in the stent graft fill channel integrity and/or a compromise in the mating junction of the delivery system and stent graft. The delivery system was not available for return and the stent graft remains implanted therefore damage and/or the integrity of the device could not be evaluated. A clinical assessment of this event showed that there were no procedure and/or user related factors that contributed to this event. Significant calcification in the aortic neck may have contributed to the event; however, it could not be definitively determined with the limited information available. Furthermore, it could not be determined whether procedure-related, user-related and/or off-label product use conditions contributed to the event. The associated clinical harms for this device failure included: transient hypotension and respiratory complications. The respiratory complications were treated with intubation. Additionally, procedure related harms included: access site complications. The right femoral artery required surgical repair. The most likely cause of the loss of seal and intraoperative type ia endoleak was related to the significant aortic calcification (cautionary product use) in the seal zone in conjunction with the 52 degree juxtarenal angulation just proximal to the sealing rings. The associated clinical harms for this event included: type ia endoleak. The type ia was treated intraoperatively with a palmaz stent but did not resolve. The final patient disposition was discharged post operative day six to rehabilitation and reported to be monitored. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical/device information.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. When the physician connected the polymer syringe to the delivery system, the aortic body started to fill. After 5 minutes, the patient experienced hypotension, and was treated per the device IFU and stabilized. The final angiogram showed the presence of a type ia endoleak that could not be resolved following the placement of a balloon expandable stent. As of the date of this report, there have been no additional patient sequelae reported.